Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Customer also reported off label pump usage- using supplies longer than recommended and using an empty syringe to remove air from the cartridge during the load sequence.